Event description:
It was reported that, during a meeting held in a non clinical setting and in a subsequent email, a healthcare professional described concerns with the flexcath contour 10f sheath, stating that across multiple sheaths the side arm kinked very easily at the join into the catheter and irrigation was often blocked. It was also reported that the introduction valve was not competent and that air was often entrained when aspirating from the side arm and when withdrawing catheters. The reporter stated these issues had been observed since starting use of the 10f contour and that occasional batches seemed better, with the problem then present on subsequent batches. No testing or imaging was reported. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.